Manufacturer narrative:
(B)(6). The device was tested with a brand new monofilament and functioned as intended. Reported issue could not be replicated. A review of the device history records (B)(4) and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a shoulder stabilization procedure on the right shoulder for a bankhart lesion using an accu-pass str huttle 45 deg rght crve the device was being removed from the operative cannula and there was a lot of resistance met and the suture material and wheels jammed. The device had been inserted down the operative cannula and through the labrum and capsule to be re-attached. The monofilament loop was advanced into the joint space by rolling both wheels on the suture shuttle downwards. Accupass was kept in position until the monofilament loop was reached through with a grasper and ultrabraid was pulled through the loop and out of the non-operative cannula. The consultant had to use unusual force to remove the accupass and the monofilament broke. Broken device was removed from the patient. There was a procedural delay of 2 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.